Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) assisted the customer to empty the vacuum trap and clean the spill, and bec field service engineer (fse) was dispatched to the customer site to evaluate the analyzer. The fse indicated that the analyzer was unable to complete a startup procedure due to failing low vacuum check at end of cycle. When examining the low vacuum results, the values dropped below low limit threshold. The fse replaced pilot actuators to pinch valves 4 and 7, and an improvement was seen in low vacuum during the system test. The analyzer was able to adjust and keep the value limit tolerances. Multiple startups were performed which passed without any further failures. The fse performed full verification of the instrument with acceptable results. Failure mode was related to the pilot actuators to pinch valves 4 and 7. (B)(4).

Event description:
The customer reported to beckman coulter that less than 3 ml of clenz had leaked from the bottom of the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The customer also indicated that the instrument was locked up and was not responding during a startup cycle. The material safety data sheet (msds) was not reviewed by the customer. The operator was wearing personal protective equipment (ppe), consisting of gloves, gown and goggles when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.